Event description:
This female experienced an apparent restenosis post implantation of 2 cypher stents. Medical history listed only hypertension and a risk factor of family history + for heart disease. During the index procedure, two cypher select+ stents (3.0/28 and 3.0/8mm) were implanted in the pt's mid left anterior descending artery (lad). The target site was described as a type b1 lesion: total occlusion of unknown duration but with "80%" stenosis and "100mm lesion" length. The lesion was predilated prior to implanting the stents in an abutting manner at 14 atm. The end result was satisfactory and no complications were reported. The pt was discharged on asa and plavix. Approximately 2 months later, the database notes, "in 2007 re-pci in other hospital. In the rda 9d1 and 10d2 occlusion until 50-69%. No treatment necessary." Investigation into this event was unable to conclusively determine that status of the lad stents or the possibility of peri-stent restenosis. As reported, "from the description of the anatomy from a previous letter, I assume that the d1 stenosis was within 5mm proximity of the stent, but it was pre-existent."

Manufacturer narrative:
Neither of the products could be returned for eval; they remained implanted. A review of the manufacturing documentation indicated that these lots met quality requirements for product acceptance. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the limited info suggests that either pre-existing coronary disease or progression of disease may have contributed to this event. This is one of two products involved in the same pt and reported under manufacturing number 9616099-2008-02172 and 9616099-2008-02173.